Manufacturer narrative:
Event date: unk. Expiration date - unk. Implant date: unk. Explant date: unk. MFR date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, diopter unknown. The reporter indicated the lens was explanted and the patient was going to have an artificial iris. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.